Manufacturer narrative:
Evaluation summary: the device was returned for evaluation and suture track indentations were observed on leaflets 1 and 2 near commissure 2. This indicated that the suture was looped around commissure 2 thus restricting the leaflets and resulting in the reported leaflet issue. The x-ray demonstrated the wireform to be intact. Fibrin-like material was observed on the outflow aspect of leaflets 1 and 2 near the commissures. The valve was received in similar condition as in the images provided by the customer. Additional manufacturer narrative: supplemental report submitted to include product evaluation and the DHR. The device was returned for evaluation and the customer report of "leaflet not working properly" was confirmed due to suture loop. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. Most cases of suture loop noted intra-operatively are corrected and do not lead to serious injury or death. In this case, there was intervention to treat the suture loop performed after the initial implant surgery. The root cause of the suture loop was likely due to procedural factors. A manufacturing defect was not identified. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Per the engineering evaluation, it was reported that the customer did not use the tricentrix holder, which may have prevented the suture loop from occurring. The tricentrix holder system is designed to minimize suture or chordae entrapment, ease insertion and increase leaflet visibility. The IFU states that, "firm tension must be maintained on the sutures as the bioprosthesis is lowered into the annulus; this minimizes the potential for formation of suture loops that might entrap a leaflet. This, when combined with the fully retracted stent posts when the tricentrix holder system is in place, helps guide the sutures into their correct position behind the struts and onto the sewing ring." There are no indications of a manufacturing defect. No further actions are required.

Event description:
Edwards received notification that a 29mm mitral valve was explanted after an implant duration of 10 days due to one leaflet not working properly. Indication for surgery was mitral valve replacement. No sparing technique was used. The tricentrix holder was not used. As reported, initially it appeared that one leaflet was not working. However, at explant, the surgeon did not identify any issue on the valve. The valve was replaced with another 29mm valve.

Manufacturer narrative:
Leaflet not coapting typically would result in regurgitation. Regurgitation of bioprosthetic valves may be, depending on the severity, indication for re-operation and replacement of the valve, which increases the risk for post-operative mortality. Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device was not returned for evaluation at this time and follow up for the device is in progress. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the leaflet not working properly remains indeterminable. If new information becomes available or the device is returned for evaluation, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 29mm valve was explanted after an implant duration of 10 days due to one leaflet not working properly. As reported, initially it appeared that one leaflet was not working, however, after the patient was re-opened the surgeon did not identify any issue on the valve. The valve was replaced with another 29mm valve. No additional details were provided.